Manufacturer narrative:
The device was not returned for evaluation. During follow up, the customer reported that after reviewing the operator's guide, they determined the device functioned as intended. The patient's ventricular tachycardia rate was below 150 bpm, and in advisory mode the device is designed to recommend shock therapy only for ventricular fibrillation (vf) or wide complex ventricular tachycardia greater than 150 bpm. Because the reported rhythm did not meet the shock criteria, the device operated as designed. As the device was not returned, the customer's report could not be independently verified. The complaint was closed as no sample returned and no fault found.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device prompted "no shock advised" for a rhythm clinicians believed to be shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.